Event description:
It was reported that a clearlink system catheter extension set had a cut/hole in the tubing. This was observed when the patient was getting IV (intravenous) contrast pushed through the line. A contrast injector and IV catheter were used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photo sample, which showed one set inside the bottom web of the blister package. The set did not have a tip protector, and an unknown fluid was observed inside. Additionally, an apparent hole was noted in the middle. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.